Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). A computed tomography (CT) examination was performed to evaluate the position of the ipg, including assessment for potential device migration or rotation that could contribute to the charging issue. The imaging results confirmed that the ipg was in appropriate position, with no abnormalities identified. The patient underwent a revision procedure where the ipg was replaced. Post operatively, the patient was noted to have recovered.